Event description:
It was reported that they were having intermittent issue where the unit would freeze and they would not get an image so they had to re-expose the patient. The fe found that the red brick needed to be replaced, once that was done the unit is working as intended.